Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion with a long segment thrombosis was located in the common iliac vein. After thrombus removal, a 8.0 x80, 135cm charger balloon catheter was advanced for dilatation. However, during the initial inflation, the pressure pump could not reach the working pressure and a pinhole was noticed on the balloon. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a charger balloon catheter was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal from the proximal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion with a long segment thrombosis was located in the common iliac vein. After thrombus removal, a 8.0 x80, 135cm charger balloon catheter was advanced for dilatation. However, during the initial inflation, the pressure pump could not reach the working pressure and a pinhole was noticed on the balloon. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.